Event description:
A hospital in (B)(6) reported via a distributor that the heater wire pin of an rt204 adult breathing circuit was split. This was found before pt use. No pt consequence was reported.

Manufacturer narrative:
(B)(4). This is a malfunction that has been reported to fisher & paykel healthcare by a distributor in (B)(6). The product is not sold in the USA, but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Method: the returned rt204 adult breathing circuit was visually inspected for split pin and tested to see if it could be connected to a heater wire adapter. Results: a heater wire adaptor could not be connected to the heater wire socket in the expiratory limb. A visual inspection revealed that one of the heater wire pins in the expiratory limb was split. The split prevents the heater wire adaptor from connecting to the heater wire socket. A lot check was not performed as no lot info had been provided. Conclusion: the heater wire pins are formed during production. A split pin would normally be detected by the insertion of the adaptor during a production test. For split pins reported to us by the healthcare facilities, it is not possible for us to determine whether the pins were split during production or by the end users when they are attempting to insert the heater wire adaptor into the heater wire plug on an angle during the breathing circuit setup. (B)(4).